Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. Zip code is not indicated at this time. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure in another country, a black patch was observed on the iol. The iol was explanted and replaced in (B)(6) 2016 for reasons not related to the black patch. According to the reporter, the patient had "multiple eye problems". No patient impact was reported as a consequence of the black patch, however the patient's vision was reported to be better after replacement. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the lens was returned in water like liquid for evaluation. Both haptics and optic damage was observed. The optic has damage that gives the appearance of small dark cracks and bubbles, which may have been interpreted as the reported complaint of "black patch". The damage covers the majority of the optic surface. The reported complaint was not observed. Damage was observed, which may have been interpreted as the reported complaint of a ¿black patch¿. This damage has been verified in the past and is typical of the damage caused by yag laser conducted post implantation. (B)(4).